Event description:
Customer called to report high blood glucose's. Also stated the drivers arms appered to be loose. Troubleshooting was performed. The insuling did not exit and the unit did not alarm.